Manufacturer narrative:
Samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1035029 and test base part number 190-430 / lot 1035029. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1035029 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as the logfile were not provided for investigation. Review of complaints against the kit lots for the reported issue indicates product performance is as expected and have not identified a product deficiency. MFR ref reports: 1221359-2021-03408 through 1221359-2021-03418 & 1221359-2022-02206.

Event description:
The customer reported fifteen false positive results with the ID now covid-19 assay performed on multiple dates. This MFR. Report addresses date (B)(6) 2021 and is seven (7) of twelve (12). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal swab ((B)(4)). Pcr confirmation testing details not provided. No additional patient information, including treatment and outcome, was provided.